Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had an absence of alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the insulin pump does not recognize the reservoir. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump did recognized the reservoir and the insulin flow blocked alarm functioned properly. No unexpected no reservoir alarm was noted during testing. Unit was received with scratched case and minor scratched lcd window.